Event description:
The facility's biomedical engineering department reported an incident with an infusion pump. According of the facility's risk management, the pump alarmed and went into a failure while on a patient. The failure type was not provided. According to the facility's risk management, no patient injury has been reported. Despite baxter's efforts to obtain additional information from the facility's risk management, details were not available regarding patient's demographics, diagnosis or status, medical intervention, or medication involved.